Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) would not unwrap. There were no difficulties with the insertion of the iab. It was prepped appropriately. The iab was removed and new iab placed successfully. The insertion site was the femoral artery. There was no pt info or outcome available from the hosp.